Event description:
It was reported by service report that the stair tread/tracks would not engaged due to worn and damaged belts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.